Manufacturer narrative:
This device is marketed under emergency use authorization (eua) (B)(4).

Event description:
One device was reported as having a false positive result. Complainant performed additional testing through an unknown method, resulting in a negative result. The complaint device was not returned.

Manufacturer narrative:
A DHR review cannot be completed as lot information was not provided. Additional investigation cannot be completed as the device was not returned. Lucira health will continue to monitor trends related to false positive results. A root cause cannot be determined at this time, as investigation cannot be completed.

Event description:
The complaint alledges a false positive result occurred.